Event description:
My son's bedwetting alarm has had a serious malfunction before we used it. This is a brand new alarm which was purchased from (B)(6) and was used for about 1 hour. All I did was insert batteries and turn on the alarm. When I came back an hour later, there was battery acid leaking down the table where the alarm was sitting. It was extremely hot and I could not even touch it. This could have hurt my son at night.